Event description:
It was reported that a spectrum pump had an inoperable "ok" button. It was also reported there was no pt involvement.

Manufacturer narrative:
MFR ref no: (B)(4). Baxter received and evaluated the device. The device was found out of spec in relation to the inoperable "ok" button. Eval experienced an intermittent "ok" button response. It was found to be caused by contamination within the input/output printed circuit board (pcb). The failed input/output pcb was replaced.